Event description:
Dr inflated the balloon (balloon did not rupture), balloon deflated okay. When physician went to pull deflated balloon out through the introducer sheath the catheter "came apart." The entire catheter was retrieved and the pt was not adversely affected.